Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Additional information received: the product has been discarded.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device did not do what he had to do up to 2x. Both times the seam was still open, and it seemed as if no staples had been fired. In the end, a new linear cutter was opened, and this one did the job. Only one device used, and there were no patient consequences.